Manufacturer narrative:
Patient information was unavailable from the site. The probe was returned to the manufacturer for evaluation. Testing found that the instrument was reported to have one led not fire to the known operational navigation system. It was noted that the instrument returned good geometry and divot error readings. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument being used intra-operatively of a tumorectomy. It was reported that the instrument had recognition failure. Another probe was used. There was no impact on the patient outcome and no delay to the surgery.